Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals and loss of capture was noted on the right ventricular (rv) lead. "Mirror type" sensing of the ventricular paces was also noted on the atrial channel. The rv lead was programmed off. No patient complications have been reported as a result of this event.